Manufacturer narrative:
The investigation has been completed. The console ((B)(6)) was sent back for further investigation. Purge assembly was physically inspected, it was observed that the blue purge disc retainer had broken off. The root cause of the purge disc issue is due to a broken purge disc retainer. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a purge disc/flag issue that was resolved by changing the console. No patient harm reported.